Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A literature review identified the following title: impella-supported off-pump coronary artery bypass grafting (CABG) in a patient with severe mitral regurgitation: a case report in which an impella cp implanted preoperatively deepened its position during off-pump coronary artery bypass grafting decannulation. This change in position caused the impella to interfere with the posterior mitral valve leaflet and led to severe mitral regurgitation and difficulty with intraoperative circulatory control. The patient is stable.